Event description:
Reported issue: the staples were misaligned. No patient injury.

Manufacturer narrative:
Qn#(B)(4). The device history review for the product visistat 35w 6/box lot# 73f2200179 investigation did not show issues related to the complaint. Teleflex will continue to monitor and trend related events.